Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a communication failure caused by a failure of the cable. It is presumed that the faulty cable was caused by its disconnection by the twisted cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The 4k autoclavable camera head was returned as part of the annual inspection process. The device was returned and expected and during routine inspection of the device by olympus, a sudden loss of vision due to no image/ darkness and a cable failure was found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to cable failure resulting in a sudden loss of vision when the image was displayed. Additional findings include the following: the connector was cracked; the cable was twisted and there was wear in the main body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.